Event description:
The patient was revised because of pain.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the inspection records for the plate found no manufacturing deviations or rejections. The lot numbers for the screws were not provided. A search of the complaint database found no prior reports for the plate part and lot number combination. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.